Event description:
Healthcare professional reported rupture with MRI. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported rupture with MRI. This record is for the right side. The device was explanted and replaced.

Event description:
Healthcare professional reported rupture with MRI. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as surgical damage. No other observations observed, no further actions are required.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch emdr-74266. Aware date should have been listed as 2/26/2025.

Event description:
Healthcare professional reported rupture with MRI. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported rupture with MRI. This record is for the right side. The device remains implanted.